Manufacturer narrative:
Event date - (B)(6) 2013. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-07198. It was reported that worsening of coronary artery disease (cad) occurred. In (B)(6) 2013, the patient presented due to myocardial infarction and underwent cardiac catheterization which revealed two lesions. The first 90% stenosed target lesion was an area of in-stent restenosis of a previously implanted bare metal stent located in the proximal left anterior descending (lad) artery and was 15 mm long with a vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.75 x 16 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The second lesion was a de novo lesion located in the proximal lcx with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.75 x 20 mm pe plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel the following day. In (B)(6) 2013, the patient presented with worsening of cad and was hospitalized. Angiography without revascularization was performed. The event was considered not resolved and the patient was discharged on unspecified date.

Manufacturer narrative:
Event date- corrected from (B)(6) 2013. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with a 1-week history of progressive chest pain. Four days from onset of symptoms, the event was considered as resolved.

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data. (B)(4).

Event description:
It was further reported that no action was taken to treat the in-stent restenosis (isr) of study stents as confirmed under angiography performed in (B)(6) 2013. However, recommendations were given to the patient to optimize medical management and re-evaluate coronary artery bypass graft (CABG) versus revascularization within four weeks. The patient was discharged on aspirin and clopidogrel three days after admission.